Event description:
During an embolization of a spinal t12 tumor with pva, the catheter became occluded and could not be flushed. A one cc syringe was used to try to clear the occlusion as the physician felt the positioning of the catheter was 'safe' if rupture occurred. When the occlusion was not cleared by the pressure it was removed with difficulty through the .35 internal lumen guiding catheter.